Event description:
Additional information received reported that it was thought the patient was "in baclofen withdrawal causing behavior" for the event. They noted that the previously reported catheter dye study was done on (B)(6) 2012, and they were unable to aspirate or "push dye in". A pump rotor study was also done on that same day and resulted normal. Additional signs and symptoms of the event were reported as "self-abusive behavior" and pain. The patient did require hospitalization due to the event, and the patient outcome was reported as "non-serious injury/illness".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, lot# n177777006, implanted: 2008 (B)(6), explanted: unk. (B)(4). Analysis of the returned pump revealed no anomaly; normal device function.

Event description:
It was initially reported as of the date of this report that a catheter revision was being done today. The patient's catheter was plugged and a "pump malfunction" was reported. It was reported that for one month the patient had been irritable or agitated, had some increased spasticity, "arm pulling and body more stiff". The catheter was plugged, and they were unable to aspirate from the catheter access port (cap). The pocket was opened; the catheter disconnected from the pump, and the catheter was aspirated without difficulty. The pump logs were checked, and no alarms were seen and there were no active alarms. Drug delivered via the device was baclofen. It was later reported that the pump was replaced. It was noted that a dye study had been done that showed a plugged catheter; however, the catheter showed no issues when they opened the patient up, so the catheter was not explanted. The pump showed no issues either, but they decided to replace it due to the patient being open on the table and the pump was four years old. Once the new pump was hooked up to the existing catheter, they were able to get great cerebrospinal fluid backflow from the cap. The patient was started on half of the baclofen dose and was monitored overnight to make sure she did "okay".